Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 03-jul-2022, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 25-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a stroke and fell about a week ago and dislodged the lead. It felt like an ice pick or something jamming into their c2 or c3. Their pain level was at an 8 or 9. It was clarified that lead displacement had not been officially diagnosed through imaging but the patient felt like it did. The patient was continuing to see their neurologist for stroke follow-up. No further complications were reported.